Event description:
I had a zimmer durom hip replacement in 2004, never been right, problems worsened over the years, now have got to have it removed and replaced. I live in (B)(6) and had the original operation done privately, someone needs to own up about the ongoing problems with this hip and some form of compensation is required.